Event description:
The physician introduced the penumbra system separator 032 into the rhv and it kinked and fractured. The distal segment was removed from the rhv. A second device was used and the same thing happened to the second separator. A third separator was used and the procedure was completed. The pt was not adversely affected by this event. This MDR is associated with MDR 3005168196-2011-00258.

Manufacturer narrative:
Conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the device investigation. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.